Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2017, the patient experienced a dislocation. This adverse event was solved by doing a revision surgery on (B)(6) 2022, in which all components were replaced. The current health status of the patient is unknown.

Manufacturer narrative:
Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the dislocation. The patient impact beyond the subsequent revision cannot be determined. No further clinical assessment is warranted at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For oxinium fem hd 12/14 32mm +4 , a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For ref threaded hole cover , r3 0 deg xlpe acet lnr 32mm x 50mm , r3 0 hole ha ctd acet shell 50mm , a review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, limited range of motion, patient anatomy and/or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.